Event description:
It was reported that the device lasted 2.5 years and did not meet the expected longevity. The device was explanted and was replaced. It was also reported that the left ventricular (lv) lead measured high thresholds and low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 419388 implantable pacing lead (B)(6) 2002; 694758 implantable tachy lead (B)(6) 2002. (B)(4).